Manufacturer narrative:
The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer. Unable to perform the displacement test, occlusion test and the delivery accuracy test due to missing retainer. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damaged (scratched) display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay, a peeling or lifted keypad overlay, fading end cap address label along with dog chew marks on the case and on the keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 356 mg/dl while hospitalized after a shoulder surgery. The customer was put on a sliding scale to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis. The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer. The pump also had a missing reservoir tube o-ring.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018.